Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient received a patient notification for high, out of range high voltage lead impedance. The device and lead were explanted and replaced. During the explant procedure, the impedance measurement was normal on the lead, but when reconnected to the original ICD, the measurement was out of range.